Event description:
Device malfunction: no knot present. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back, no knot was present. The device was removed and hemostasis was achieved using a pressure bandage. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.